Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected gradually increasing right ventricular (rv) lead shock impedance measurements with current measurements between 128-140 ohms for the past six months. Isometrics and pocket manipulations were performed. The physician elected to monitor the patient. No adverse patient effects were reported. The device remains implanted and in service.